Event description:
It was reported that during a percutaneous transluminal coronary angiography procedure the rocket met resistance when advancing over the guide wire. Upon removal of the rocket, it was noted that the balloon catheter tip had separated. The procedure was successfully completed with another rocket balloon catheter. The device was not used in the pt and reportedly no injury was associated with this event.